Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl or the cgm read "high." Technical support instructed the caller through several troubleshooting steps, such as tightening connections and delivering boluses, but the occlusion alarm recurred each time. Customer was unable to finish troubleshooting. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.